Manufacturer narrative:
Device evaluation: this complaint was reported by the customer on two separate occasions, as a result a duplicate complaint record was created in our system. The customer identified the duplication and notified us of the error. The original report for this defect had one device returned for evaluation. A breach test was performed and no breach was found in the packaging. The complaint is unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: the affected device has not been returned for evaluation. A follow up report will be submitted once the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.